Event description:
The event is reported as: complaint description: it was reported by the hospital that during use, the balloon burst as soon as the surgeon inflated it. He removed the trocar, inserted a new one and no other issue. No consequence for the pt. No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.